Event description:
It was reported that during pocket revision procedure, lead fracture was noted on the left ventricular lead. The lead was capped. The patient was fine during and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.